Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had ineffective stimulation and was unable to enter MRI mode. Diagnostics indicated the lead low impedance on 2 contacts. During an ipg replacement (related manufacturer reference number: 3006705815-2024-06394) all contacts were showing a high impedance. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.